Event description:
It was initially reported by the surgeon's office that the patient has surgery scheduled to reposition the generator as it has migrated. Repositioning surgery occurred and it was reported that during surgery they generator ended up being replaced due to the battery showing to be at end of service. It was stated the "existing generator was compromised so device was replaced". The patient's explanted generator has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Information was received that the explant facility is a no return site that discards explant and therefore the explant has not been received into analysis to date. Generator data was received from the day of surgery and showed the generator depleted the day of surgery, as well as showed a pulse disabled state of stimulation. No additional information has been received to date.